Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's sensor board was replaced to address the issue. Additionally, not related to the above issue the flow sensor assembly was found to be loose and was replaced preventatively.